Event description:
Material: 305180, batch#: 4178029. Rcc received a complaint via email. There is a new msos comment for the topic: coring with bd blunt tip needles new comment by xxxx we also have gotten an uptick in reports of coring with bd blunt needles! I've heard it mostly with xxx and xxxx and with methylpred act-o-vials. Kara xxxx topic: we have started to get many reports from nursing and anesthesia around issues involving coring of medication vials. So far there isn't a trend with a specific medication, but most reports have involved pfizer products. Nursing has been using bd blunt tip needles for many years without issue. Reports of coring began about 2-3 weeks ago.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 305180 and lot number 4178029. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
No additional information received.